Event description:
Patient was s/p aortocoronary artery bypass grafting and becoming hypertensive acutely. Nurse attempted to start nipride gtt. IV pump failed to start. Kept alarming "bag empy." New tubing tried with no help. Obtained new pump and worked ok. No injury but pt was at extreme risk of dislodging new valve and dying. That pump number is the one that failed. We also had 2 pressure transducers fail on the same pt, but didn't cause as much problem. Biomed shipped the pump to b braun for eval since it is under MFR. Pt was discharged from hosp without harm a week later. On 04/24/07 b braun was notified on intent to report to FDA.